Manufacturer narrative:
Device evaluation:in q1 2018, there were 42 instances of cartridge compartment failure found during investigation.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 3 instances of cartridge compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 141 allegations of a malfunction, 95 pumps were returned to animas and investigated. Of the investigated pumps, 84 were found to be malfunctioning due to cracked cartridge compartments. During investigation for unrelated complaints, there were 23 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 141 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-86 years of age and between 22 and 301 pounds. Of the reported patients, 77 were male, 64 were female, and were unknown.